Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the outer proximal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Error 319 was confirmed indicating node communication faults starting at the axes controller unit (acu) board. Failure analysis installed proximal suj onto the golden system where error 319 occurred replicating the reported problem. The proximal suj was tested on the patient fixture test platform (pftp) where it was found to be missing node a, b, and c. Applied behavioral analysis tested the fiber optic cable and verified it to be the source of the fault. After testing was complete, visual inspection found no faults related to the reported event. As a result of these findings failure analysis concluded that the fiber optic cable was the root cause of this issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, and prior to ports placement, error 319 appeared on armnet 1 and could not be resolved. The customer attempted an emergency power off (epo) on the patient side cart (psc) without improvement and performed multiple power cycles before contacting support. The customer had other systems available and elected to abort the procedure to another xi system. There was no report of patient involvement.